Manufacturer narrative:
Evaluation method: actual device evaluated, (B)(4). Results: -operational problem, (B)(4). Conclusion - (B)(4) (use error). (B)(4). It was reported that a patient, underwent a procedure with a stockert ep shuttle rf generator unit (100w) and suffered a third degree burn on their lower back. There was an indifferent electrode in place where the burn was identified post procedure and required ointment application as an intervention. The patient was also intubated during the procedure and remained intubated for 24 hours post procedure. Additional information was requested to clarify the event and it was informed that during the procedure, sharp impedance rises were experienced in certain spots; however, error 7 appeared before staff could turn off rf manually. The issue was resolved by changing catheter¿s position to a different place and ablation could be continued without further problem. The device was evaluated and the nis board was defective. The defective part was replaced. The issue was resolved. The device was also subjected to preventative maintenance, safety and functional testing and all tests passed. The defective nis board was not related to the skin burn. The issue with the skin burn was due to poor indifferent electrode contact. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
(B)(4). It was reported that a patient, underwent a procedure with a stockert ep shuttle rf generator unit (100w) and suffered a third degree burn in the back, where the indifferent electrode was situated, which was noticed post procedure and required ointment application as well as ventilation 24 hours after the procedure. The device was evaluated and no error found. Device is within specification. The device was subjected to the preventive maintenance (pm), safety and functional testing and all tests passed. No malfunction found on device. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient, underwent a procedure with a stockert ep shuttle rf generator unit (100w) and suffered a third degree burn in the back, where the indifferent electrode was situated, which was noticed post procedure and required ointment application as well as ventilation 24 hours after the procedure. Additional information was requested to clarify the event and it was informed that during the procedure, sharp impedance rises were experienced in certain spots; however, error 7 appeared before staff could turn off rf manually. The issue was resolved by changing catheter's position to a different place and ablation could be continued without further problem. The patient's medical history is unknown. No further information is known regarding the patient status. The physician did not provide a causality opinion for the cause of this adverse event. Power set during the procedure at 50 watts.